Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user consumed multiple snacks and attempted to correct rising glucose with a meal announcement outside the recommended window while using the ilet, after which glucose fell to 72 mg/dl and later rose to a high of 251 mg/dl before trending down; education was provided to avoid using meal announcements for correction and to allow the pump¿s correction algorithm to manage highs. Symptoms included none reported. Outcomes included self-management with oral glucose and food, with non-medical assistance from a caregiver. Investigation included review of event details and user counseling on proper use of meal announcements and correction behavior. Investigation of this case revealed user technique error related to using a meal announcement as a correction, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.